Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was not able to charge the ins. The patient reported that she hasn't had stimulation on for almost a month. The patient reported that her recharger was fully charged, but she couldn't charge the implant. The patient didn't have the equipment with her at the time of the no call, so no troubleshooting could be done. The patient also reported that she couldn't connect with her patient programmer (pp) either, even though she changed the batteries in the pp. The patient reported that she just saw her healthcare provider (hcp) and told them she couldn't connect. The patient also reported a return of pain symptoms. The patient reported that when her ins was running, she normally didn't feel stimulation/can¿t tell it¿s on, but noticed the pain returned. The patient reported that she started taking pain medicine to help with it. The patient reported that the last time she was able to successfully charge her device was the beginning of (B)(6). The patient was redirected to follow up with their hcp to address the possible overdischarge. No further complications were reported.